Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level ranged from 44-372 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the pump was replaced to resolve issue and customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.